Manufacturer narrative:
The correction of describe event or problem# field deem required. This is based on the internal evaluation. Previous describe event or problem: on 9th august, 2021 getinge became aware of an issue with volista standop surgical light. The paint peeling from the devices has occurred. There was no injury reported. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Corrected describe event or problem: on 9th august 2021, getinge became aware of an issue with volista standop surgical light. The paint peeling from the devices has occurred. On 2nd july 2022, during the repair of the initially claimed issue, it was revealed that also on one of the devices rust appeared on a suspension arm. There was no injury reported. We decided to report the issue in an abundance of caution as any paint or rust particles falling off into a sterile field or during a procedure may cause contamination. After asking additional questions, we got information that a problem with paint peeling was picked up in the customer's last preventive maintenance, but the hospital and distributor found it irrelevant as it was about 1-2mm. The case was reported after a 2 cm piece of paint fell, fortunately not on the patient.

Event description:
On 9th august 2021, getinge became aware of an issue with volista standop surgical light. The paint peeling from the devices has occurred. On 2nd july 2022, during the repair of the initially claimed issue, it was revealed that also on one of the devices rust appeared on a suspension arm. There was no injury reported. We decided to report the issue in an abundance of caution as any paint or rust particles falling off into a sterile field or during a procedure may cause contamination. After asking additional questions, we got information that a problem with paint peeling was picked up in the customer's last preventive maintenance, but the hospital and distributor found it irrelevant as it was about 1-2mm. The case was reported after a 2 cm piece of paint fell, fortunately not on the patient.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with volista standop surgical light. The paint peeling from the devices has occurred. There was no injury reported. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Based on the information collected to date it was established that when the event occurred, the surgical lights did not meet the manufacturer¿s specification, since appearance of chipped paint could be considered as technical deficiency, and in this way device contributed to event. Devices were used for patient treatment when the event took place. When reviewing reportable events for this type of issues we were able to establish that the received incident is occurring at a low ratio. It is the 41st reported event -worldwide- relating to paint peeling, over a high number of devices on the market. The peeling paint was caused by a lack of paint adhesion due to the painting process, the surface was too smooth after nitrocarburizing and the paint did not adhere correctly. The surface treatment of the axle involved was performed, by: manual mechanical cleaning with sanding sponge carborundom p240. In order to improve the paint adhesion, the supplier ¿larm a.s.¿ implemented modifications in the technological process for the metal surface treatment before painting; since february 2020, s70 abrasive ball blasting is applied, increasing the roughness of the surface and ensuring paint adhesion. This step is an automatic process reducing human factor. To prevent any safety issue the user manual IFU 01781 en 13 page 37 mentions to check for any chipped or missing paint during daily inspection. Additional inspection shall be performed as a part of the maintenance monthly inspection (§ 8.1.1 of the user manual IFU 01781 en 13 page 94).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of addtl mfg narrative/corr. Data# field deem required. This is based on the internal evaluation. #h10 previous addtl mfg narrative/corr. Data: getinge became aware of an issue with volista standop surgical light. The paint peeling from the devices has occurred. There was no injury reported. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Based on the information collected to date it was established that when the event occurred, the surgical lights did not meet the manufacturer¿s specification, since appearance of chipped paint could be considered as technical deficiency, and in this way device contributed to event. Devices were used for patient treatment when the event took place. When reviewing reportable events for this type of issues we were able to establish that the received incident is occurring at a low ratio. It is the 41st reported event -worldwide- relating to paint peeling, over a high number of devices on the market. The peeling paint was caused by a lack of paint adhesion due to the painting process, the surface was too smooth after nitrocarburizing and the paint did not adhere correctly. The surface treatment of the axle involved was performed, by: manual mechanical cleaning with sanding sponge carborundom p240. In order to improve the paint adhesion, the supplier ¿larm a.s.¿ implemented modifications in the technological process for the metal surface treatment before painting; since february 2020, s70 abrasive ball blasting is applied, increasing the roughness of the surface and ensuring paint adhesion. This step is an automatic process reducing human factor. To prevent any safety issue the user manual IFU 01781 en 13 page 37 mentions to check for any chipped or missing paint during daily inspection. Additional inspection shall be performed as a part of the maintenance monthly inspection (§ 8.1.1 of the user manual IFU 01781 en 13 page 94). Corrected addtl mfg narrative/corr. Data: getinge became aware of an issue with volista standop surgical light. The paint peeling from the devices has occurred. On 2nd july 2022, during the repair of the initially claimed issue, it was revealed that also on one of the devices rust appeared on a suspension arm. There was no injury reported. We decided to report the issue in an abundance of caution as any paint or rust particles falling off into a sterile field or during a procedure may cause contamination. Based on the information collected to date it was established that when the event occurred, the surgical lights did not meet the manufacturer¿s specification, since appearance of chipped paint and rust could be considered a technical deficiency, and in this way devices contributed to the event. Devices were used for patient treatment when the event took place. When reviewing reportable events for this type of issues we were able to establish that the received incidents are occurring at a low ratio. As stated by the subject matter expert, the peeling paint was caused by a lack of paint adhesion due to the painting process, the surface was too smooth after nitrocarburizing and the paint did not adhere correctly. The surface treatment of the axle involved was performed, by: manual mechanical cleaning with sanding sponge carborundom p240. In order to improve the paint adhesion, the supplier ¿larm a.s.¿ implemented modifications in the technological process for the metal surface treatment before painting; since february 2020, s70 abrasive ball blasting is applied, increasing the roughness of the surface and ensuring paint adhesion. This step is an automatic process reducing human factor. To prevent any safety issues the user manual mentions to check for any chipped or missing paint during daily inspection. An additional inspection shall be performed as a part of the maintenance monthly inspection. Moreover, regarding the issue related to rust occurrence, subject matter expert established that the most probable root cause of this premature oxidation would be an incorrect operation handling before painting. The pre-treatment operation could be involved. The improper protection after rust or incompletely dry after paint process would have led to the containment and oxidization under the paint. So far, all the cases reported correspond to main arms manufactured before july 2016, hence by the supplier fengmi. The painting suppliers have changed since july 2016. The current one is huaya who has strengthened the process and parameters stability. No cases have been reported on devices produced since the supplier fengmi has been replaced. Getinge initiated a field action msa-605552 (z-1308-2022) in may 2022 for the volista standop surgical lights due to the potential for paint chipping to occur on the component (reference (B)(4)) located on the fork of the volista standop cupolas. Field action was launched in order to continue to perform daily inspections per the IFU by the customers, which include checking for any chipped or missing paint. If a customer observes paint chipping or detachment, the firm recommends to stop using the device and to contact the getinge service representative to schedule an appointment to replace the part free of charge. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 9th august, 2021, getinge became aware of an issue with volista standop surgical light. The paint peeling from the devices has occurred. There was no injury reported. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.